Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge senior territory manager (stm) spoke to the facility's biomedical engineer who advised that the safety disc of the iabp was re-seated which resolved the issue.

Event description:
Customer reported that while the cardiosave intra-aortic balloon pump (iabp) was being used on a patient, it alarmed "autofill failure" and customer observed that the iabp would not autofill but it would manually. Troubleshooting directions were followed which did not resolve the issue, and no balloon leak was noted. The iabp was swapped for another and taken to the facility's biomedical engineer. No adverse event was reported.